Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient experienced hyperglycemia. Allegedly the pump stopped delivery with alarm or alert. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.